Event description:
Received information that due to a malfunction, the patient was removed from the ventilator. Covidien customer support engineer inspected the device and replaced the keyboard. The ventilator passed all testing.